Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order does not cross over before the patient was discharged. The order message was not sent to the bd interface, and the issue originated from the host system configuration. A technical support specialist verified the carefusion communication engine (cce) and confirmed that admission, discharge, transfer (adt) and other order messages were received, but the specific order was missing. Tse also verified that the order was not sent to bd interface. The customer acknowledged that the issue was due to an internal configuration error on their system and confirmed that it was resolved on the host system. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had an issue where one order was not showing in the server and the station for a specific patient. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.